Event description:
On (B)(6) 2013, the reporter contacted animas stating the patient experienced a blood glucose (bg) value of 502 mg/dl with large ketones. The patient reportedly was removed off the pump and per the advisement from the health care provider (hcp) was put on novolog that night. The patient reportedly was suppose to follow-up with the hcp on the following day. Customer support (cs) reviewed the pump and there was no indication of a pump malfunction. It was noted that the last time the hcp adjusted the pump¿s settings was a week ago due to issues with high bgs. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. It was unknown what were the contributing factors for the patients high bgs.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that the last basal and bolus deliveries occurred on (B)(4) 2013. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no errors or alarms associated with the complaint observed in the black box or alarm history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation found that the force sensor was out of calibration.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.